Event description:
Cde stated that the patient reported that the needle button accidently released prior to the completion of the 24-hour period. Patient placed the v-go on her lower abdomen. The patient no longer had the v-go in question in her possession.